Event description:
The customer reported getting a cycle power error 20004 message.

Manufacturer narrative:
The customer reported getting a cycle power error 20004 message. The device was evaluated at philips, but the symptom could not be duplicated. The device was returned to the customer after passing all testing. The customer has not called back regarding this issue with this device. We consider this failure a momentary malfunction resolved by cycling power as instructed on screen. We cannot determine the cause, since we could not duplicate the reported symptom.